Event description:
It was reported that during implant of the right ventricular (rv) left bundle lead the current of injury (coi) in the mapping was present, but the coi disappeared after the screw and the threshold was faulty. Poor fixation was suspected. The electrocardiogram at the time of mapping also showed the right bundle branch block waveform in front of the screw, and an anatomical rotation of the heart was suspected. A screw was attempted in another area, but the same event repeated; the kinking of the guiding catheter was also prominent. Another lead different size was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.